Manufacturer narrative:
Block e1 has been updated with the corrected initial reporter facility name, address 1, zip/post code, phone, and fax.. Block h6: device code 3009 captures the reportable event of stent positioning issue. Block h10: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat an infected pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2019. Reportedly, the target site won was 6cm x 8cm. According to the complainant, during the procedure, while attempting to push the delivery system from the working channel to push the proximal flange out of the scope, the physician felt severe resistance, and the distal flange was pulled out of the cyst and into the stomach. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The stent was removed from the patient using grasping forceps. A pigtail tube stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat an infected pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2019. Reportedly, the target site won was 6cm x 8cm. According to the complainant, during the procedure, while attempting to push the delivery system from the working channel to push the proximal flange out of the scope, the physician felt severe resistance, and the distal flange was pulled out of the cyst and into the stomach. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The stent was removed from the patient using grasping forceps. A pigtail tube stent was placed to complete the procedure. There were no patient complications reported as a result of this event.